Manufacturer narrative:
This lead was explanted and returned. Upon receipt, the lead under complaint was found cut approx. 17 cm proximal to the lead tip. Only the distal fragment was received for analysis. The analysis showed extraction damages such as a deformed shock coil and a fractured conductor cable to the ring electrode. Furthermore shock coil was covered in calcified tissue residuals. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the distal lead fragment did not reveal any sign of a material or manufacturing problem. Should the proximal segment of the lead become available, the analysis will be updated.

Event description:
Ous MDR - it was reported that shock impedances of greater than 150 ohms were noted.